Manufacturer narrative:
Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced retention issues at the magnet site and subsequently underwent a skin flap reduction under a general anaesthetic on (B)(6) 2018.